Event description:
Reportedly, when the instrument was fired only two staples came out. There was an anastomosis failure. There was a delay in the surgery of 2 and a half hours and the pt was reported as "still in intensive care [as of 8/05]."